Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer experienced a loss of control with the instrument arms, with the issue described as the arms freezing specifically the universal surgical manipulator (usm) 2. The customer initially attempted troubleshooting by replacing instruments, reseating sterile adapters, and performing an emergency stop. An intuitive surgical, inc. (Isi) technical service engineer (tse) then reviewed system logs and identified fiber-related communication issues on the usm 2, including low fiber receive power warnings downstream from the axes controller arm (aca) board in the usm 2. Later, tse guided the customer through a hard power cycle when the customer indicated the system was in an appropriate point in the procedure to do so. The procedure was completing as planned with no reported injury.